Event description:
The patient experienced a loss of therapeutic effect and a change in stimulation coverage. Stimulation was not going down the patient's arm properly; it went down to the patient's elbow. Impedances were less than 250 ohms. The hcp planned to revise the device system. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.